Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms. A47 alarms due to a corrupted history file. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 497 mg/dl at the time of incident and went down to 321 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin for high blood glucose level. Customer stated that the drive support cap appears to be normal. Customer did not mention any symptoms related to high blood glucose level. Customer reported that the insulin pump had motor error. Customer stated that they were able to clear the alarm successfully and also were able to rewind the insulin pump. Customer stated that the insulin pump history had motor position encoder error. The insulin pump will be returned for analysis.